Event description:
The customer reported that the patient was observed to have a decreased blood pressure 4 hours after a laparoscopic total gastrectomy for gastric cancer. Blood loss was reported as 2600cc. The vessel that was 3-4mm in size. End tones, indicating a completed seal cycle, were reported to be heard during the original sealing. The surgeon stopped the bleeding with sutures and the patient received a transfusion. The patient has a history of hypertension. The device was discarded by the site.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained a follow-up report will be submitted.